Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient was feeling jots at the ipg site and had ineffective therapy. The investigation did not determine which lead attributed to this issue. Surgical intervention was undertaken on (B)(6) 2025 and the ipg was relocated to a new pocket and a s1 lead was added.